Manufacturer narrative:
As the serial number was unable to be obtained and the device has not been returned to date, a device evaluation and a device history record (DHR) review was unable to be performed. The exact cause of the failure could not be determined. The customer was provided troubleshooting steps to resolve this issue but had not called back or responded to repeated requests for additional information. According to the investigation, it is likely the failure was caused by poor contact with the terminals of the endoscope due to the effects of debris, such as dust, dust and corrosion. The instructions for use (IFU) instructs the user of the following: ¿the endoscopic image does not appear on the monitor. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user had reported that upon connecting a cv-190, evis exera iii video system center, to various scopes, an e315 message was displayed on the cv-190. The user was advised to wipe the electrical contacts on the endoscope connector using clean lint free contacts moistened with 70% ethyl or 70% isopropyl alcohol and completely dry the contacts. After drying the contacts, the user was then advised to connect the endoscope to the light source. The user confirmed the troubleshooting steps were performed. The user was informed to power off the tower, plug the scope back in, then power back on the tower to check for the error. A model 190 scope was plugged into the tower but an image was not observed as the user forgot to turn on the tower. A model 180 scope was then tested in the same manner with the same error. The user was advised that compressed air could be used to clean out the socket, however, the user was unfamiliar with performing the troubleshooting step. The scopes were tried again and the images were observed with no error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus a cv-190, evis exera iii video system center, displayed an e315 error message when used with different scopes. There were no reports of patient harm associated with this event.